Manufacturer narrative:
Reference record (B)(4). Additional information added to b5 and h6.

Event description:
On (B)(6) 2020, it was reported that the patient experienced a stoma infection and was treated with an unknown oral antibiotic.

Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient had a bumper buried in the mucosa and that could not be removed endoscopically. Later, it was removed surgically. Postoperatively, the patient tolerated a diet and a clean dressing. After an unspecified amount of time, the buried bumper resolved.